Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that a piece of the cable snapped/broke at the tip of the large suturecut needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's distal pulley had mechanical indentations/burrs. Both distal idler pulleys had indentations on the edges. Failure analysis concluded that the pulley damage may be due to mishandling and this damage likely contributed to the cable breakage. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.